Manufacturer narrative:
Additional information was received that no device malfunction was suspected.

Event description:
A report was received that the patient was having difficulty charging as the ipg was not holding a charge and had to be charged more frequently. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was having difficulty charging as the ipg was not holding a charge and had to be charged more frequently. The patient will undergo an ipg replacement procedure.